Manufacturer narrative:
Additional information: patient gender provided.

Manufacturer narrative:
Correction: there was a reported delay to the procedure of approximately five minutes due to this issue. Issue occurred after patient was under anesthesia.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive without prompt from the user. It was reported that the navigation system was restarted to restore functionality. The reported issue occurred following registration. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.